Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03544. It was reported air was in the delivery system. A left atrial appendage (laa) closure procedure was being performed. A watchman ® laa closure device & delivery system was prepared and all the air was removed on the back table. The delivery system was partially inserted into the watchman ® access system. The delivery system was connected to the manifold for aspiration to endure fluid connection; however, air was noticed coming from a loose connection on the delivery system. The loose connection was where the white hub and clear hub meet that is glued together. Air was entering the delivery system through here. The device was completely removed from the access system. A new delivery system was attempted to be used, but the exact same thing happened. Air entered this delivery system in the exact same location. A third delivery system was attempted and the closure device was deployed; however, it did not meet the release criteria. It was removed from the patient and the procedure was not completed due to the difficult anatomy of the patient.